Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for (B)(4), lot number 63289324, identified no relevant deviations or anomalies. The returned box of dermatome blades contained one or more units that had particulate in the packaging. The reported loose particle was found to be a piece of paper trimming that fell off the protective sleeve that is placed around the blade. The sample size per department sampling plan form, (B)(4)/a, dictates that the sampling size for qa inspection for this product must be at least (B)(4). No non-conformances were found during the qa inspection process for this lot of (B)(4) units. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: * visually examine the package without opening. * inspect at a distance of 12 to 18 inches. * inspect each pouch for up to 10 seconds. Based on a visual comparison shown in the attached tappi chart picture, the particulate identified does not meet acceptance criteria and is therefore nonconforming. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed (B)(4) sq. Mm in size are acceptable. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer (B)(4). The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a package defect, wherein stain was found on the product. Loose particulate (foreign substance) was found larger than 0.60mm2 and a hair like substance was found in the sterile package during inventory inspection. No adverse events have been reported as a result of this malfunction.